Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation that a gold probe device was used during a hemostasis procedure (patient gender, age, and weight are unknown). According to the complainant, the probe was not able to cauterize. Another device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable."

Manufacturer narrative:
Two kinks were noted to the catheter. A visual inspection reveals no anomalies to unit. The unit passes isolation of electrodes, but failed the load test. The distal end was disassembled and one of the copper wires was found to be broken. Complaint was confirmed; the unit failed to conduct electricity due to one of the copper wires been broken. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted.